Event description:
The pt was injected in lips. The pt allegedly developed swollen, hard, tender and warm lips over three weeks later. The pt was treated with hyaluronidase and medrol dose pack. Pt continued receiving hyaluronidase on both lips a week later. The lips were aspirated to check for abscess.

Manufacturer narrative:
Per product labeling, the product is indicated for use in the mid to deep dermis for the correction of moderate to severe facial wrinkles and folds (such as nasolabial folds). The batch record, including sterility testing records, was reviewed and met specifications, and did not reveal any issues with the alleged product lot.